Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
An account manager reported that during an intraocular lens (iol) implant procedure, the physician was required to use more pressure to put the lens through the device which caused the patient to move. The patient experienced a capsule tear. Additional information was requested. There are three manufacturer reports associated with these events. This report is for the third patient with a posterior capsule tear.

Manufacturer narrative:
The device and the lens were returned loose in a plastic bag. The plunger is oriented correctly. An unknown viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. No plunger damage is observed. The device tip has a slight bend. The lens is returned loose. Viscoelastic is dried on the lens. The lens has been cut from edge to edge though the center. Viscoelastic was not provided. It is unknown if a qualified viscoelastic was used. The root cause for the complaint of ¿posterior capsule rupture¿ could not be determined. The doctor feels since the nozzle at tip of the device is short he had to use more pressure to keep it in the eye and this caused the patient movement. The patient movement, in turn, caused the posterior capsule rupture. The lens was cut which is typical of implant and removal (B)(4).